Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. One day after the event onset, the patient was treated with ceftazidime injection (1gm per day for 24 days) and vancomycin injection (1gm every 5th day for 24 days). The patient was hospitalized six days after the onset of event. At the time of this report, the patient has been discharged from the hospital and has recovered. Pd therapy was ongoing. The patient was retrained form proper aseptic technique. No additional information is available.